Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. No anomalies were found. However, the proximal conductor of the lead became extrinsically distorted due to kinking/buckling, there was blood on the proximal and distal conductors of the lead (not obstructed),the outer insulation of the lead was extrinsically breached due to melting, and the outer insulation of the lead was extrinsically melted but not breached. Visual analysis indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949 implantable tachy lead 2007 (B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had high thresholds with diaphragmatic stimulation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.